Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this patient experienced a pause in pacing of five and a half seconds post implant procedure of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Oversensed noise was also exhibited on the rate/sense portion of the rv lead, some of which was recreated through testing with the patient. Later the following night, the patient received inappropriate anti-tachycardia pacing from the system due to the noise. A revision procedure was performed and blood was found to be in the header of the ICD via the seal plug, which was likely induced during the implant procedure as the physician had difficulty initially implanting the rv lead due to patient anatomy. The ICD was successfully explanted and replaced while the rv lead was repositioned and used with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegations against this device were confirmed through testing. The seal plug was intact but some damaged was noted. The set screws were observed to be operating normally, however, when they were backed out from their seated position, a hole in the right ventricular tip was detected. Pin gage and electrical tests were performed and successfully passed. Analysis determined that the event details are consistent with a damaged and/or cored out seal plug and body fluid, which was observed in the barrel of the header. The device has since been archived.